Event description:
The micro drill was sent for evaluation because it was running on its own without activation when plugged in and would not stop running. The event occurred during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor cartridge was identified as the probable cause of the device running without activation. Corrosion damage to the motor cartridge can cause the device to run without activation if it leads to activation of the hall sensor.